Event description:
(B)(4) received notification from a healthcare provider of an incident involving a bath chair that drive imports and distributes. Allegedly, the end user fell off the bath chair in the shower and deceased a week or two after the incident. Currently, there is no information indicating that the drive product has any correlation to the death of the patient. The provider has possession of the bath chair therefore quality evaluation was not performed.